Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman access system (was) along with the watchman delivery system (wds). The dilator was returned inside the was as received. Blood was on the device. The hub, shaft, and tip were examined. The shaft was kinked 52cm and 74.1cm from the tip of the was. The tip was damaged with liner delamination. A portion of the liner was stretched and protruding from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported tip damage was confirmed. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10919. It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 27mm watchman laa closure device & delivery system (wds) was inserted in the was. Resistance was noted while advancing the wds in the was. There was some kinking of the wds. The closure device was deployed, but did not meet release criteria due to position and compression. The device was fully recaptured and removed. The was also removed to exchange to a single curve was. Upon withdrawal, a plastic filament was noted exiting the distal tip of the was. The procedure was completed successfully with a new was and a new wds. There were no patient complications reported.